Event description:
It was reported that this patient presented to the hospital after receiving shocks from this subcutaneous implantable cardioverter defibrillator (s-ICD) system. The shocks were deemed to be inappropriate across multiple episodes either due to the patient losing a significant amount of weight or possible electrode fracture. The physician contacted technical services (ts) for assistance with interrogating this s-ICD. The interrogation was successful after advice given on the system note that was on the screen. Troubleshooting was attempted by changing sensing vectors but that did not work. This s-ICD system was extracted; however, the physician elected for no replacement system at this time. No additional adverse patient effects were reported. This product has been received by boston scientific for further analysis.

Event description:
It was reported that this patient presented to the hospital after receiving shocks from this subcutaneous implantable cardioverter defibrillator (s-ICD) system. The shocks were deemed to be inappropriate across multiple episodes either due to the patient losing a significant amount of weight or possible electrode fracture. The physician contacted technical services (ts) for assistance with interrogating this s-ICD. The interrogation was successful after advice given on the system note that was on the screen. Troubleshooting was attempted by changing sensing vectors but that did not work. This s-ICD system was extracted; however, the physician elected for no replacement system at this time. No additional adverse patient effects were reported. This product has been received by boston scientific for further analysis. According to additional information, the patient was flipping the device while it was in the pocket. This resulted in noise and oversensing which resulted in the aforementioned shock.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body in the regions approximately 0.85 and 1.80 centimeters (cm) from the terminal pin along with calcium deposits on the outer insulation. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured in the areas of the sense a cable. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.

Event description:
It was reported that this patient presented to the hospital after receiving shocks from this subcutaneous implantable cardioverter defibrillator (s-ICD) system. The shocks were deemed to be inappropriate across multiple episodes either due to the patient losing a significant amount of weight or possible electrode fracture. The physician contacted technical services (ts) for assistance with interrogating this s-ICD. The interrogation was successful after advice given on the system note that was on the screen. Troubleshooting was attempted by changing sensing vectors but that did not work. This s-ICD system was extracted; however, the physician elected for no replacement system at this time. No additional adverse patient effects were reported. This product has been received by boston scientific for further analysis. According to additional information, the patient was flipping the device while it was in the pocket. This resulted in noise and oversensing which resulted in the aforementioned shock.